Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, it states: "fatigue fracture of component may occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight." Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00316 / 00317).

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch and to report device evaluation results. Product was returned for evaluation on february 9, 2015. Evaluation of the returned polyethylene tibial bearing found evidence of indentation that caused a fatigue fracture. The damage is likely the result of misalignment of the associated tibial tray which caused interference of the tibial bearing with the femoral component during movement. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that patient underwent a left total knee arthroplasty on (B)(6) 2013. Subsequently, patient was revised on (B)(6) 2015 due to instability from a rotated and loose tibial tray. During the revision, it was noted the tibial bearing fractured. The tibial tray, stem and tibial bearing were removed and replaced.